Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about six years. At the most recent follow up, however, the longevity remaining decreased to about one and one half years. A save to disk was sent in for engineering analysis and it was confirmed that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Boston scientific technical services (ts) has recommended device replacement because of this anomaly. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects reported.

Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about six years. At the most recent follow up, however, the longevity remaining decreased to about one and one half years. A save to disk was sent in for engineering analysis and it was confirmed that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Boston scientific technical services (ts) has recommended device replacement because of this anomaly. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects reported. Additional information: this device has been explanted, replaced and returned for analysis. The report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.